Event description:
The customer alleged they received a questionable creatinine plus ver.2 (creap) result on their c501 analyzer. All testing was performed on the same analyzer. The patient's initial creap result after processing on the modular pre analytics device was 2.2 mg/dl. The physician challenged the result and the sample was repeated on (B)(6) 2012. The repeat result from the primary tube was 1.30 mg/dl. The repeat results made from aliquots of the primary tube were 1.32 mg/dl and 1.33 mg/dl. The repeat result of 1.3 mg/dl was considered correct. The patient was admitted to the hospital for observations; however, no treatment was given. The creap reagent lot number was 66687201 and the expiration date was 03/31/2013. The customer declined a service visit stating that the instrument comparison and within run precision had been within expectations. The customer was treating the incident as a pre-analytical, sample specific issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No further investigation was possible with the information provided. A root cause could not be determined. The quality control and comparison data did not indicate any problems with the instrument or with the reagent at the time of the event.